Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had an oily solution (grease) in an unspecified location. This was identified prior to use of the device as for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.